Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was a system error at boot up and that the radiofrequency (rf) head had no telemetry with the programmer due to a bad cable. It was also noted that the right keyboard hinge was broken and the programmer cooling fan was noisy.

Event description:
It was reported that during a protecta universal serial bus (usb) software update, the power went off in the building, and a system error occurred. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.